Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the teflon pad of the harmonic ace instrument was damaged during intraoperative use, allegedly fell and was retrieved. Use of the instrument was discontinued. The da vinci surgical procedure was completed with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system and instrument were inspected prior to use and no issue was identified. Customer confirmed that the entire fallen piece was retrieved during the procedure. The patient hasn't returned to the hospital and hasn't experienced any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument involved with this complaint and completed their investigation. Failure analysis (fa) was not able to confirm or reproduce the reported complaint. Fa performed a visual inspection of the teflon pad and found no physical damage or signs of thermal damage on the clamp arm. The teflon pad was not missing any pieces. Additional observation(s) not reported by site: the harmonic ace curved blade was found to be damaged. The blade exhibited a mechanical indentation on the exterior edge of the blade. Cracked, broken or indented blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches or indentations on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this fatigue failure is attributed to mishandling/misuse. No image or video clip for the reported event was available for review. A review of the device logs for the harmonic ace instrument (part# 480275-08 / lot# l90220516-0236) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4). This is a single use instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that the teflon pad broke off the harmonic ace instrument and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.